Event description:
It was reported that the right ventricular (rv) lead was repositioned to the low septum. No further information was available at the time of reporting. The lead remains in use. The patient was enrolled in the panorama observational study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant medical products: t20a2u implantable pulse generator (ipg): (B)(6) 2010. (B)(4).